Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 25- removed cartridge alarm) with multiple cartridges during the load process. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to load a cartridge successfully.